Event description:
It was reported that there was difficulty getting the device screw to "click" at the time of implantation. Two weeks later, the patient had a "weird" sensation but no stimulation. The patient visited the healthcare professional and impedances were all above 4000 ohms. An x-ray showed that the lead had come out of the device. When the pocket was re-opened during a revision, the lead was not attached to the device and no screw could be found. A new device was connected and the patient had no further problems.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.